Manufacturer narrative:
The device had no button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces and was received with a cracked reservoir tube lip, cracked battery tube threads, a scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not performed. The device was returned for analysis.